Event description:
It was reported that during a procedure of the right coronary artery (rca), the xience prime stent delivery system (sds) became stuck on the stent after stent deployment. It was noted that the balloon could not be deflated properly after successful stent deployment. During the removal of the sds, the inadequately deflated balloon became stuck at the distal end of the guiding catheter. Slight force was used and the sds retracted inside the guide, however, had separated. Both portions of the sds were removed together with the guiding catheter as one unit. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect removal. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report submitted, information was received stating that the physician waited 1-2 seconds for balloon deflation prior to attempting to remove the stent delivery system (sds). No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states to deflate the balloon by pulling negative on the inflation device for 30 seconds. Additionally, the IFU also states: should any resistance be felt at any time during either lesion access or removal of delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.